Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had a myopic/astigmatic surprise after implantation of the intraocular lens (iol). The patient had decreased visual acuity in the left eye; therefore, an iol exchange during a secondary surgical procedure was required. The replacement iol was tecnis toric zct150, diopter 22.0. After the replacement procedure, the patient¿s visual acuity is 20/25 uncorrected. The patient was reported to be happy with the results. There was no incision enlargement. A vitrectomy was not performed. The visual acuity pre-initial implant was 20/100. The visual acuity post-initial implant was 20/80. No additional information was provided to abbott medical optics.